Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported power cord is overheating, which was verified during evaluation. Visual inspection found the cause was heat damage to the power cord. The power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported failed the downstream occlusion test. The reported condition was not verified. The device was tested for proper downstream occlusion detection and passed. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test and the power cord was overheating. There was no known patient injury or medical intervention associated with this event. No additional information is available.